Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer replaced leaking detergent tubing. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they receive discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. The sample initially resulted in a sodium value of 174 mmol/l and it repeated as 132 mmol/l.